Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via venous retrograde approach. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. After a guide wire was crossed the lesion, a 5.0-4/4t/90 symmetry¿ balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured. The device was removed from the patient and the procedure was completed with a 5mm×4cm non-bsc balloon catheter. No patient complications nor injuries were reported.